Event description:
Account alleged that the pendant cable has pulled away from the body of the pendant exposing the bare metal copper wiring within the cable. No alleged injuries or patients involved.

Manufacturer narrative:
New model pendant were shipped to the account to resolve issue.